Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The receiver data log was downloaded and reviewed, confirming the reported event of initializing screen without manual restart. Based on the investigation results this is a reportable event. However, a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.